Manufacturer narrative:
Ge healthcare's investigation has been completed and the cause of the ge healthcare field engineer's (fe) injury was determined to be a service error. During the installation of a definium 8000 counterpoise, the fe incorrectly removed the load tension on the counterpoise as outlined in the counterpoise replacement procedure. This load tension was then released as the gehc fe was installing the counterpoise safety release tool and caused the tool to contact the fe's finger with a force to cause the injury. In addition, the fe was also not wearing the appropriate personnel protective equipment (ppe) as they were not wearing the appropriate gloves for the job which is also outlined in the service instructions. As a correction for this incident, the fe was reminded of the importance of following all service instructions, cautions and warning. No further actions are needed.

Manufacturer narrative:
Ge healthcare's investigation into the reported event has been initiated and is ongoing. A follow-up report will be submitted when the investigation has been completed. Legal manufacturer: hcs wso - 3000 north grandview boulevard, waukesha, wi 53188 USA.

Event description:
On 12-feb-2024, the ge healthcare field engineer (gehc fe) was replacing an ots (overhead tube suspension) counterpoise on a definium 8000 fixed radiographic device at (B)(6) hospital in the USA. During replacement of the counterpoise while using the counterpoise release tool, the gehc fe's finger was injured resulting in a finger laceration that required nine sutures.